Event description:
Hosp reports vent goes on/off. Field service technician not informed of a pt injury or compromise associated with this complaint.

Manufacturer narrative:
No parts returned for failure analysis; investigation terminated.